Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic prolapsed rectal lining procedure, although the device was activated properly at the beginning, the device became not to be activated on the way. When the handle was replaced, the event continued. When the shaft was replaced, the new device was activated. There were no adverse consequences for the patient.